Event description:
A marathon catheter was used in a spinal avm procedure, the catheter was placed through a sfr envoy with synchro 10 guidewire. Proceeded to inject contrast medium only and them did not proceed with the case. When catheter was removed from the patient, it was found to have a clean fracture about 75cm from the distal tip. No patient injury reported.